Event description:
Additional information was received that the patient reported the reason for the noise was due to the fact that the rv lead was fractured. Further additional information was received from the clinic that the noise on the rv channel had been observed over one month prior to the revision procedure. The clinic did not confirm or deny the lead fracture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise that led to pacing inhibition. The noise was able to be reproduced with isometrics. The cause of the noise was unknown. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker was also explanted and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.